Event description:
Reportable based on analysis done on 25sep2018. It was reported that the shaft kink occurred. A 027/155 direxion hi-flo was selected for use to treat a lesion located in the liver, vascular access was gained via the right groin and it was noted that the microcatheter kinked during the procedure. The catheter was removed and an additional direxion microcatheter was used to complete the procedure. Device evaluated by MFR: the shaft was microscopically examined. The device showed damage in the form of a fractured shaft in 1 location. The shaft was fractured 62.5cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.